Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the MDR as the product code and lot are unknown. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
The customer contacted baxter's service center reporting a leak with the transfer set . The home patient (hp) stated that he didn't close his transfer set that morning and that some solution leaked out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition is confirmed, based on the customer report. The assignable cause is determined to be use error because it was reported that the home patient did not close the transfer set after ending therapy, which caused a leak to occur. The homechoice at-home patient guide instructs the home patient to close the transfer set after ending therapy.